Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021 , it was reported that while the patient was sitting, the infusion set's tubing came apart at the quick release. The site location was patient's abdomen and the pump was located on the same side. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.